Event description:
It was reported that bd alaris smartsite texium infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that traced down and found a chemo spill of estimated 2-3ml directly under connector site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.